Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the resheathing of a 2.5mm x 4.5cm galaxy g3 mini coil (glm925045, 30383054) the coil the introducer failed to be re-zipped. There was no patient injury reported. A non-sterile galaxy g3 mini 2.5mm x 4.5cm was received inside of a pouch. It was noted the core wire was observed in good conditions with the coil still attached. The introducer was not returned to analysis. The embolic coil was observed stretched. No further test could be performed due to the conditions above noted. The functional test could not be performed due to the damage observed at the embolic coil. A manufacturing record evaluation (mre) was performed for the finished device 30383054 number, and no non-conformances related to the reported complaint condition were identified the device was returned to cerenovus for further evaluation. Upon arrival, the core wire was observed in good conditions with the coil still attached. The introducer was not returned to analysis. Under microscopic magnification, the embolic coil was observed severely stretched. Due to this condition, the functional test could not be performed. However, it cannot be determined if this damage was secondary or a contributing factor to the failure mode since the introducer did not return for analysis. The customer complaint could not be confirmed, the event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during the resheathing of a 2.5mm x 4.5cm galaxy g3 mini coil ( glm925045, 30383054) the coil the introducer failed to be re-zipped. There was no patient injury reported. Based on the analysis of the device received, the embolic coil was observed stretched.